Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: liquid invasion and no image. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: liquid invasion into the charged coupled device caused image flicker. The cable is broken and has liquid invasion and corrosion, which resulted in no image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer

Manufacturer narrative:
E1 - address 1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had an abnormal image. The event had occurred during inspection for use. There were no reports of patient involvement.